Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Distal stent struts on rows 1 to 6 were stretched distally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood was present within the inflation lumen, indicating the device was used in vivo. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The moderately calcified lesion was located in the diagonal artery. The lesion was predilated with an apex balloon and then a 2.25x32mm taxus liberte atom stent was advanced to the diagonal artery but was unable to cross an unspecified previously implanted stent. The device was removed from the patient and it was noticed that the stent was damaged. The lesion was predilated again and a new 2.25x32mm taxus liberte atom stent was successfully implanted in the lesion. No patient complications were reported with the patient's current condition listed as 'fine'.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The moderately calcified lesion was located in the diagonal artery. The lesion was predilated with an apex balloon and then a 2.25x32mm taxus liberte atom stent was advanced to the diagonal artery but was unable to cross an unspecified previously implanted stent. The device was removed from the patient and it was noticed that the stent was damaged. The lesion was predilated again and a new 2.25x32mm taxus liberte atom stent was successfully implanted in the lesion. No patient complications were reported with the patient's current condition listed as 'fine'.

Manufacturer narrative:
(B)(4)